Event description:
Additional information on nov 30, 2016:site has submitted the angiograms for both procedures ((B)(6)). Additional information on dec 6, 2016:design history record review is attached. Additional information on dec 9, 2016:the patient is ex-smoker. Race:white. The patient underwent the index procedure on (B)(6) 2016 with nirxcell to the middle rca target de novo, pre-procedure timi flow was grade 3 with 70% stenosis, no calcification, residual stenosis post stent deployment was 0% with timi 3 flow. Lvef was 60% on (B)(6) 2016. On (B)(6) 2016 the patient had chest pain and was scheduled for a cath procedure. On (B)(6) 2016 the patient was admitted to hospital and underwent a cardiac catheterization. It was found to have in-stent restenosis of the lad and rca. The cardiac cath showed good cardiac wall motion throughout all segments. Overall ejection fraction was 60%. Left main was with no significant angiographic disease, left anterior descending had a relatively large diagonal system, it had previously placed bare-metal stent with a 90% in stent restenosis. The right coronary had previously placed stents that are bare metal stents, with 80% restenosis throughout. On (B)(6) 2016, the subject underwent a successful percutaneous trans luminal coronary angioplasty stent (medtronic resolute stent) of both territories prox lad and mid rca. The subject had an uneventful post op course and was discharged home with the addition of aspirin and clopidogrel. On (B)(6) 2016, the event of in-stent restenosis was considered resolved. The subject will follow up with cardiology associates in 1 month. In the investigator's opinion, the event of in stent restenosis was considered moderate in intensity, related to the study device and unrelated to the study procedure. The sponsor considers the event of in stent restenosis anticipated, related to the study device and unrelated to the index procedure. On 18 november 2016, additional information was received from the site. On (B)(6) 2016, the subject experienced chest pain (ae#3) and a cardiac cath was scheduled on (B)(6) 2016. The cardiac cath showed coronary disease to the proximal lad. A pci with a medtronic stent of the proximal lad was performed. No complications were noted. On the same day, the event of chest pain was considered resolved. On (B)(6) 2016, the subject had chest pain and a cardiac cath was scheduled. On (B)(6) 2016, the subject was admitted to hospital, a cardiac cath showed in stent restenosis to the study stent (mid rca)(ae#1) and in stent restenosis of the stent placed on (B)(6) 2016 (prox lad) (ae#4). On the same day, the subject underwent a successful pci with a medtronic stent to the proximal lad and the event of in stent restenosis (prox lad)(ae#4)was considered resolved. On (B)(6) 2016, the subject underwent a successful pci with a medtronic stent to the middle rca. On the same day, the event of in stent restenosis (mid rca)(ae#1)was considered resolved and the subject was discharged from hospital. In the investigator's opinion, the event of in stent restenosis (mid rca)(ae#1) was considered moderate in intensity, related to the study device and unrelated to the study procedure. In the investigator's opinion, the event of in stent restenosis (prox lad)(ae#4)was considered moderate in intensity, unrelated to the study device and unrelated to the study procedure. The sponsor considers the event of in stent restenosis (mid rca)(ae#1), anticipated, related to the study device and unrelated to the index procedure. The sponsor considers the event of in stent restenosis (prox lad)(ae#4), anticipated, unrelated to the study device and unrelated to the index procedure.

Manufacturer narrative:
Device not available

Event description:
On nov 6, 2016 event received from (B)(6): patient had index procedure performed on (B)(6) 2016 and instent restenosis with pci on (B)(6) 2016. Additional information on november 10, 2016: (B)(6) reported that the subject was experiencing chest pain on (B)(6) 2016- revascularization was performed on two different areas on (B)(6) 2016- one involving the area where the nirxcell stent was placed, and another area that involved an older stent. There was restenosis in both areas. Additional information on november 15, 2016: the patient was taking medication at enrollment. Angina type: stable, canadian cardiovascular society class ii, new york heart association class ii. Additional information on november 20, 2016: the two lesion sites were the proximal lad which had a medtronic integrity stent (implanted on (B)(6) 2016) that had restenosis and the mid rca which was the study stent restenosis. The index procedure for the study stent was (B)(6) 2016. There was no injury to the patient during index procedure and the index procedure was successful. The revasc procedure for the nonstudy stent was (B)(6) 2016 and for the study stent (B)(6) 2016 with both being successful. Patient is doing good.